Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center image intermittently disappeared and returned, and eventually the image did not return. The issue was identified during an unspecified procedure. There were no reports of patient harm.